Event description:
It was reported that the patient underwent a gynecological procedure to treat a recurrent incarcerated incisional hernia stemming from a previous hysterectomy, and mesh was used. It was used to treat her pelvic hernia with the surgical site beginning below the patient's belly button and extending approximately four to five (4-5) inches downward towards patient's vaginal area. The patient experienced abdominal pain, vaginal and prohibitive sexual pain, lower back pain with bilateral nerve damage in her legs, limited mobility and persistent infections; and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, urinary problems. (B)(4).